Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was able to be confirmed. The expulsor was found to be out of specification and was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with under infusion. There were no reported adverse events.

Manufacturer narrative:
Information was received on (B)(6) 2021, indicating that the event did not occur, during use with a patient. And indicated event date.